Event description:
It was reported that implant has an increasing number of electrode channels with high impedance. The surgical team suspect a broken electrode. The patient only has a poor hearing sensation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.